Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. It was noted that the right ventricular lead exhibited noise. It was noted that noise began to occur two days post av node ablation. Programming changes were made. The patient would continue to be monitored. The patient was in stable condition.